Manufacturer narrative:
Investigation results indicate that the fracture occurred at the thinnest cross sectional area of the flute geometry, suggesting that the device was exposed to overload conditions during use. The IFU for handpieces associated with this device state "do not apply excessive pressure, such as bending or prying, with the cutting accessory. Excessive pressure may bend or fracture the cutting accessory."

Event description:
It was reported that during a cranial procedure, the wire pass drill broke. It was also reported that the broken piece was left behind in the patient, and the surgeon performed haemostasis of the subdural bleeding as a result of this event. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The device is available for return. A follow up report will be filed once the quality investigation is complete. Awaiting device return to manufacturer.

Event description:
It was reported that during a cranial procedure, the wire pass drill broke. It was also reported that the broken piece was left behind in the patient, and the surgeon performed haemostasis of the subdural bleeding as a result of this event. It was further reported that the procedure was completed successfully.